Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. It was reported that the device was not on or it doesn't work. No symptoms or further complications were reported.